Event description:
It was reported that the pump exhibited a travel coarse, check clutch/plunger error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Review of the event history log (ehl) showed a check clutch alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a worn clutch. As a result, the clutch, leadscrew and worm coupling were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.